Manufacturer narrative:
Analysis notes the complaint of an interrogation problem was not confirmed. The device was received in normal working conditions with battery voltage above the elective replacement indicator (eri). Analysis performed, including telemetry and electrical testing indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the clinician was unable to interrogate the implantable cardiac monitor (icm) and the patient also stated they were having issues connecting the icm to their mymerlin app but when verified it was noted the patient was connected to the mymerlin app. It is possible the failure to interrogate may have been due to a bluetooth issue related to a programmer but the physician was concerned of an issue with the icm device. The icm was explanted and replaced. The patient was stable.